Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station on maintenance mode. The technical support specialist (tss) confirmed that after the device was rebooted due to a keyboard issue, it was stuck in 'maintenance mode'. Tss remoted into the device and found it operating as expected. To prevent the keyboard from entering sleep mode, the 'disable power management' setting was deployed as per the knowledge article addressing ¿usb devices and network adapters becoming unresponsive¿. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was stuck on a "maintenance mode" screen. The customer stated that this malfunction caused a delay in dispensing medication to patients since the user obtained medications from another station. However, there were no adverse events or injuries reported based on this event.